Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported he has been crusting this area with nystatin powder crusting with appliance change ever 2-3 days and bard protective barrier wipes. She informed that he is using (B)(6) soap. Appropriate routine skin care was reviewed and recommended that the end user removed the tape collar by cutting this away, then use the ostomy appliance belt. It was further recommended to have the end user test a piece of skin barrier and tape border on the opposite side of the abdomen for possible allergic reaction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 30, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user's spouse reports occasional irritation of the skin under tape collar and he has irritation for over a couple of months.

Manufacturer narrative:
Additional information was received on september 18, 2015. A batch record review was performed and no discrepancies were discovered. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).